Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, the clip was retracted back into the right atrium and was able to be resolved. The physician decided to remove and replace the clip. Two clips were then deployed, reducing tr to a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.